Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "deflated" and "failed valve".

Event description:
Healthcare professional reported "deflated" and "failed valve". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation/ valve leak and/or damage: a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflated" and "failed valve". This record is for the left side. Device was explanted and replaced.